Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product 9735821, lot number: p916824. H3/h6: the system was serviced in the field and the camera was replaced. Codes b01, c07, and d02 apply. The camera was returned and analyzed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware not functioning. There was also intermittent firmware incompatibility. Otherwise, the psu passed an accuracy test. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cranial biopsy procedure. It was reported that when they booted up the system it said localizer faulted. The site swapped systems and would troubleshoot at a later time. There was a delay of less than one hour. There was no impact on the patient's outcome.